Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 108" message intermittently, and the defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.